Manufacturer narrative:
As of the date of this report, isi has not received the sureform stapler 60 instrument or stapler reload involved with the alleged stapling misfire event. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs show that a sureform stapler 60 instrument (part #480460-08; lot #t91190426-0169) fired 2 green (part #48360g) and 4 blue (part #48360b) sureform stapler 60 reloads. All firings were completed with no pauses. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted sleeve gastrectomy procedure, a post-operative bleed was identified and as a result, the patient was administered a blood transfusion. The surgeon suspects that the post-operative complication was related to a stapling misfire during the da vinci-assisted surgical procedure. However, at this time, the root causes of the customer reported failure mode and patient's post-operative complication are unknown.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, a post-operative bleed was observed. The surgeon alleged that there was a stapler misfire during the procedure and was unsure whether the operative complication was related to the alleged stapler misfire. No further clinical information was provided. On 08/23/2019 and 08/29/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the isi clinical sales representative (csr): the surgical procedure was not recorded on video. The csr was in the hospital but not in the specific room in the or when the alleged stapling misfire event occurred. After the alleged stapling misfire occurred, the csr was called into the room. By that time, the surgeon had reportedly re-stapled the location of the alleged stapling misfire with a backup sureform stapler 60 instrument and reload. In addition, the surgeon placed sutures on the staple line to reinforce the staple line. The surgical staff informed the csr that when the stapling misfire occurred, a sureform stapler 60 reload was fired but the tissue appeared to have been dragged along the length of the stapler reload. The csr was informed by the surgical staff that it appeared as though the stapler reload did not cut the tissue in between the staple lines. The surgical procedure was completed robotically. The csr spoke to the surgeon directly regarding the surgical procedure and post-operative complication. The estimated blood loss related to the post-operative bleed was not provided. As a result of the post-operative bleed, a blood transfusion was administered to the patient. However, no surgical intervention was performed to address the post-operative complication. The surgeon suspects that the post-operative bleed was related to the stapling misfire. The patient had a post-operative visit and was noted to be "fine" and "stable."